Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad melted and partially detached. Additionally the blade was discolored and gouged at the tip. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bilateral salpingo-oophorectomy (bso) procedure, the tip of instrument over-heated during surgery. The white pad was heated and bent. Another device was used to complete the procedure. There were no adverse consequences for the patient.